Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's suture was coming out of the incision site. The patient underwent a revision procedure wherein the leads were explanted. No device malfunction was suspected.

Event description:
A report was received that the patient's suture was coming out of the incision site. The patient underwent a revision procedure wherein the leads were explanted. No device malfunction was suspected.